Manufacturer narrative:
Investigation: two photos and one loose 10ml syringe was received and evaluated. In the photos it displayed the same 10ml syringe with approximately 8ml of clear fluid inside with a white foreign matter particle on the stopper. The physical sample appear the be the same syringe as shown in the photos. It was observed the syringe was emptied and contained visible clear droplets inside and the white foreign matter particle was present on the stopper. The reported defect could not be confirmed in the samples received. The syringe was manipulated and the origin of the foreign matter particle could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It has been reported that the syringe 10ml ll eurographics has been found containing foreign matter during use. The following has been provided by the initial reporter: last friday we found in a 10 ml syringe with luer-lok (ref: 300912 - lot: 9116633) an unknown particle at the sealing ring. In the syringe we had prepared sodium glycerophosphate injection solution for the production of parenteral nutrition when we noticed the particle.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe 10ml ll eurographics has been found containing foreign matter during use. The following has been provided by the initial reporter: last friday we found in a 10 ml syringe with luer-lok (ref: 300912 - lot: 9116633) an unknown particle at the sealing ring. In the syringe we had prepared sodium glycerophosphate injection solution for the production of parenteral nutrition when we noticed the particle.